Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center screen had horizontal lines. The anatomy was not visible. A second fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 captures the reportable issue of center image lost. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and the reported issue of "line across middle screen" could not be replicated. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Since the reported issue could not be replicated, the assigned investigation conclusion code for this complaint is designated as no problem detected.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 01:30 pm CT.the report number is being corrected from: 3005099803-2018-62283 to: 3005099803-2018-60489.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center screen had horizontal lines. The anatomy was not visible. A second fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.